Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the left ventricular (lv) lead an alert triggered for high undefined impedance. It was also noted that the lv lead impedance was gradually rising. The lv lead remains in use. No patient complications have been reported as a result of this event.